Event description:
Adverse event(s): "no patient harm reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A customer reported the footswitch was working intermittently as system messages were being rec'd. The sys was eventually switched out and a different system was used to complete the case. The case was delayed 20 minutes while the system was switched out. No pt injury was reported.

Manufacturer narrative:
A company service rep examined the sys and was able to duplicate the problem reported. The footswitch was replaced and sent in for in-house testing. The software was updated. The sys was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).